Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The patient was diagnosed with transverse myelitis (tm) 13 years ago. The patient was left with unbearable extreme pain in her right leg. A pain clinic installed a pain pump and gave her prescriptions for several narcotics. The patient had been taking these pills and using the pain pump for several years. Recently, her pain clinic dropped her as a patient saying they no longer serviced the pain pump. Now she found a clinic to refill her pump, but nobody will refill her pills or prescribe anything else. She was now 88 and wants to end her life due to the pain. No one will believe she has pain since she was on the pain pump. Per the reporter, they were "out of options- no one believes her or wants to help an elderly lady. I believe her when she says the pain is a "9" on a scale of one to 10."